Event description:
As reported by the (B)(4) study indicated the day of the index procedure the patient had a transient ischemic attack. The patient was symptomatic at the time of the intervention. Nih stroke scale score at baseline was 0 and the rankin score was 2. Pta was being performed on an 80% occluded lesion in the ostium to proximal left internal carotid artery and at the bifurcation of the left common carotid artery of 25mm in length in a 6.0mm vessel diameter with moderate vessel tortuosity. The arch I lesion was eccentric and moderately calcified. One of the angioguard devices was damaged, two other angioguards had difficulty loading or docking filter during prep. Also during the index procedure the precise stent failed to deploy. As the angioguard devices could not be deployed, an abbott embolic protection device was deployed instead. The lesion was pre-dilated. As the first precise stent was not deployed, an 8x40mm precise pro rx stent was successfully deployed instead. The residual diameter stenosis measured 20%. On the following day, the patient had sudden onset of behavioral changes, aphasia and dysarthria. The patient is said to have fully recovered and was discharged two days later. The nih stroke scale score was 2 and the rankin score was 2.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Clopidogrel was also given during the procedure. Concomitant devices: abbott embolic protection device. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(6) study the day of the index procedure the patient had a cerebrovascular accident (previously reported as a tia). The patient was symptomatic at the time of the intervention. Nih stroke scale score at baseline was 0 and the rankin score was 2. Carotid stenting was being performed on an 80% occluded lesion in the ostium to proximal left internal carotid artery and at the bifurcation of the left common carotid artery of 25mm in length in a 6.0mm vessel diameter with moderate vessel tortuousity. The arch I lesion was eccentric and moderately calcified. The previously reported tia was adjudicated as a cva and further information from the study site indicated that the patient was discharged approximately 5 weeks after the reported event. The minutes received noted that post-operatively the patient developed new neurological deficits listed as behavioral change, aphasia and dysarthria that lasted greater than 24 hours and fully resolved. The patients medical history includes hyperlipidemia, coronary artery disease, myocardial infarction and hypertension with high risk criteria including recent mi (greater than 24hrs. And less than 6 weeks) and contralateral carotid occlusion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15665141 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events

Manufacturer narrative:
Additional information was received that the previously reported tia was adjudicated as a cva and further information from the study site indicated that the patient was discharged approximately 5 weeks after the reported event. The minutes further noted that post-operatively the patient developed new neurological deficits listed as behavioral change, aphasia and dysarthria that lasted greater than 24 hours and fully resolved. A head CT scan without contrast on compared to a CT study on 6 days earlier revealed the following, according to the radiology report impression: 1) no evidence of intracranial hemorrhage or mass effect; 2) apparent enhancement/hyperdensity of the dural venous sinuses, tentorium, major intracranial arteries, and subacute infarct of the right caudate head is likely related to a combination of luxury perfusion and retained contrast products; 3) redemonstration of old infarcts involving right frontal lobe, right cerebellum, left external capsule and left lentiform nucleus. The neurology progress note on the following morning indicated that the patient was known to have a subtle left-sided weakness, though he did not have any right-sided symptoms from the left ica, however, the CT scan revealed an old right frontal infarct. It further reported that immediately post-operatively the patient was noted to have dysarthria and aphasia episodes with altered mental status. His blood pressure at that stage was in the 90s and he improved after dopamine drip was initiated. Upon neurological examination, the patient continued having blurry vision in his right eye and it was associated with pain, which getting worse with exposure to light, but no headache, and he was unable to read. He was awake, alert and oriented, with normal memory, attention and fund of knowledge. His speech was unchanged. He was able to move upper extremities, but was having some trouble raising the right lower extremity. There was no evidence of ataxia. His sensation was grossly intact. Reflexes were summetric and grade 2 and plantars were both downgoing. A follow-up CT scan without contrast on this day compared to a CT study on the previous day revealed the following, according to the radiology report impression: 1) no CT evidence of intracranial hemorrhage; 2) the previously described hypodensity involving the right caudate head is not seen on the exam, likely representing luxury perfusion/retained contrast products. 3) old infarcts in the right frontal lobe, right cerebellar hemisphere, left lentiform nucleus and left subinsular region. On the same day also, the nih stroke scale score was 2 due to some effort against gravity in the right leg. Decreased visual acuity in the right eye noted with stroke scale score was unchanged due to this complaint with a comment "right eye weaker than left", yet. The rankin stroke scale score was 2. The site reported this event as a tia with deficits duration greater than 24 hours. The patient was discharged on (B)(6) 2012 on asa and clopidogrel. Additional information is pending and will be submitted within 30 days upon receipt.